Event description:
It was reported by the customer that a pyxis medstation es system multiple orders not crossing over to station. Customer stated that issue only affecting 1 station and currently on critical override. The customer added that this malfunction occurred when trying to issue a medication to a patient . There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of actual device used in this incident it was determined that the multiple orders not crossing over to station due to software issue. A technical support specialist resolved by rebooted the device. The system functioned as intended after technical support specialist troubleshooted the device.